Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and no errors were found. The previously set values was still constant and within tolerance. All manifold test passed without errors and practical tests with trainer and fiber optic balloon also showed no abnormalities. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) a strong deviation in the sensor values was found during calibration. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4 (version, catalog, UDI), d9,g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: event site postal code: (B)(6) the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) performed 30psi calibration, drive regulator calibration and restarted the unit however the issue is not yet resolved as there is strong deviation in the pressure values during calibration, values fluctuate by several 100mmhg and it indicated as a defect in a circuit board or the pressure sensors. Later fse performed calibration again and completed the 30 psi and drive regulator calibration and started a test run again with the trainer and balloon. The device pumps as it should. All manifold test successfully completed, no more unusual pressure values. Battery and safety disk was replaced as part of pm. Maintenance was completed but it was recommended to the customer that the device be sent for repair as to identify the cause of the issue however the response from the customer is pending. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device evaluated however repair not completed.